Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and mildly tortuous distal left circumflex artery. The physician deployed a 3.5 x 13 mm non-bsc stent and then advanced the 3.5 x 12 mm quantum maverick balloon to the lesion to post dilate. The physician encountered difficulty crossing. Then on the first inflation, the physician inflated the balloon to 16 atms for about five seconds, and a "pinhole rupture was observed". The device was removed intact. There were no pt complications. The procedure was successfully completed with another 3.5 x 12 mm quantum maverick balloon. Pt's status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly, and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. (B)(4).